Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a urinary catheter. The customer states that the last 5 inches from the distal tip of the catheter broke at the shaft while inside the pt. The piece was retrieved by a cystoscopy.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway, upon completion, the results will be forwarded. The customer indicated that they reported this incident to FDA. The medwatch number provided is (B)(4).